Event description:
It was reported that the device exhibited error code 46221. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition with no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; lec 46221 was shown in the device history. The root cause was unknown. The software was reloaded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.